Event description:
The reporter stated that she had gotten the er1 message about ten times, but said that "it was my own fault. It was always because I either waited longer than 2 minutes, didn't have enough blood on the strip or some other fault of mine." She stated that she always retested and obtained a reading, checked the color to the test strip bottle and it never showed that her blood glucose was high.